Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of pt involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The fault was found with the rotary valve and valve plate. The parts were replaced and the vaporizer operated to specifications. No additional actions are planned at this time.